Manufacturer narrative:
Based on the review of the complaint, no device malfunction occured. The device performed as intended. Doctor looked laparoscopically to confirm no adverse effects to the patient. Doctor followed up with patient to confirm no adverse effects.

Event description:
During post market survey conducted by meditrina, meditrina became aware of an event that occured on (B)(6) 2023. During a hysteroscopy procedure that was performed by a physician, a small perforation was detected. The physician laparoscopically confirmed that there was no patient harm and case was completed successfully. Patient made full recovery.